Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance of a tracheal tube, incomplete deflation was confirmed without the stylet being in place. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection found that the shape of the tube had been altered using a stylet wire and the tracheal cuff was stretched. Both cuffs were then inflated and deflated. The product functioned as intended. The reported defect could not be detected on the returned sample.